Event description:
Pt had muscle contraction with paddle defibrillation, but not as much as md felt should occur, paced with pads, appeared to capture but no pulse. When attempted to defibrillate - through pads - no apparent muscle stimulation when changed back to paddles - muscle stimulation reoccurred. Also when switched to 43100a definite increase in muscle stimulation.